Manufacturer narrative:
The manufacturer previously reported information alleging device failed active exhalation verification test during pm. There was no harm or injury reported. The device was not in patient use. While at customer site, philips field service engineer (fse) replaced the three-way solenoid valve, proportional valve and flow sensor to address the issue. Replaced components were sent to manufacturer's product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil visually inspected the trilogy evo system flow sensor for visual defects and found none. Pil installed the trilogy evo flow sensor on the trilogy evo test unit and ran therapy for approximately 1 hour and the flow sensor operates without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification and flow verification at posttest and passed all testing. Pil concluded that the flow sensor operates as designed.

Manufacturer narrative:
The manufacturer previously reported information alleging device failed active exhalation verification test during pm. There was no harm or injury reported. The device was not in patient use. While at customer site, philips field service engineer (fse) replaced the three-way solenoid valve, proportional valve and flow sensor to address the issue.

Event description:
The manufacturer received information alleging device failed active exhalation verification test during pm. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.